Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited elevated shock impedance measurements of 103 ohms. The patient was monitored at that time. Then shock impedance measurements gradually increased to greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated shock impedance measurements of 103 ohms. The patient was monitored at that time. Then shock impedance measurements gradually increased to greater than 125 ohms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.